Event description:
This lead was explanted due to loss of capture.

Manufacturer narrative:
The lead under complaint was extensively analyzed. The inspection revealed a fractured inner coil at 29 cm proximal to the lead tip. In this section, the lead body was found squeezed and deformed. The fracture of the inner coil can be considered as the root cause of the loss of capture mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis showed several abrasion marks on the lead body. In particular, at 30 cm proximal to the lead tip the insulation was found rubbed through most likely due to friction with a nearby lead. Further damages, as the cuttings of the insulation or the stretched outer coil, resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.